Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the coil pusher wire on the 1.50mm x 2.00cm galaxy g3 mini (glm915020 / 30392731) became kinked during the procedure. There was no report of any patient adverse event, no patient complication. A photo of the complaint was included in the complaint file. The product analysis lab reviewed the photo included in the complaint. [Photo analysis]: based on the photo provided, the 1.50mm x 2.00cm galaxy g3 mini is noted in a damaged condition on the distal portion, however, due to the blurriness quality of the photo, it cannot be determined if this damage is in the core wire or if it is the embolic coil. The reported issue documented in the complaint that the device positioning unit (dpu) / pusher wire is kinked could not be confirmed based on the photo included in the file. A review of manufacturing documentation associated with this lot (30392731) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturing record evaluation confirmed that the reported issue is not related to the manufacturing process. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 1.50mm x 2.00cm galaxy g3 mini was received. Visual inspection was performed. The core wire and the introducer were observed in good condition. Microscopic inspection was performed and it was revealed that the core wire was kinked near the marker band as shown in the photo provided. However, the embolic coil component was returned still inside the introducer and under magnification, it was observed to be in stretched condition. The customer complaint was confirmed based on the findings noted on the core wire. It cannot be determined if the damage observed on the embolic coil was a secondary or contributing factor to the kinked core wire. The event description and device analysis do not provide clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. A manufacturing record evaluation was performed, and no non-conformance was found during the review. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rotating hemostasis valve (rhv). Tighten the rhv main valve, flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported in the complaint. The exact cause of the observed stretched condition of the embolic coil component cannot be conclusively determined. Attempts were made to obtain information related to the procedure, to the reported device issue did not yield any response. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.50mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in stretched condition inside the introducer as observed under magnification during the microscopic inspection. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the coil pusher wire on the 1.50mm x 2.00cm galaxy g3 mini (glm915020 / 30392731) became kinked during the procedure. There was no report of any patient adverse event, no patient complication. A photo of the complaint was included in the complaint file. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device were returned for evaluation and analysis. During the microscopic inspection of the 1.50mm x 2.00cm galaxy g3 mini, the embolic coil was observed in a stretched condition inside the introducer. Based on the product analysis on 10-mar-2022, this event has been deemed MDR reportable as a ¿malfunction.¿